Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient was charging every day which was too often, and it was taking "forever" to charge, which was different than before. The rep. Thought the implant was almost at end of service (eos) but the elective replacement indicator (eri) wasn't triggered. It was reviewed the patient still had three years according to the implant date, but capacity loss was normal as the battery would get older. The patient's primary complaint was the implant wasn't a holding a charge and it was zapping him. The implant was interrogated, the stim. Diary was reviewed, the patient's recharger was checked, and impedances were fine. The rep. Further reported the patient's device was due for replacement, and the patient's doctor referred him to a surgeon for a battery replacement. Relevant medical history includes complex regional pain syndrome type I.